Event description:
It was reported that log files were attached for a patient implanted on (B)(6) 2024. A recent transesophageal echocardiogram (tee) showed partial occlusion of the inflow cannula, and an assessment was requested to determine whether there was any supporting evidence of this occlusion. The event log file captured routine events, and both the ventricular assist device (vad) and peripheral equipment were found to be functioning as intended. Despite the tee findings, the estimated flow values appeared appropriate. There was no evidence in the log file data of any type of inflow concern based on the available information. Continued monitoring of the patient for any changes in flow values was recommended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.